Event description:
Patient called on sunday and reported that on 3 different occasions the tubing has separated from connector. She is currently using 13mm comfort 23 inches.

Manufacturer narrative:
Unomedical (B)(4) received the complaint through (B)(4), the distributor of the infusion set. The internal reference number for this complaint at (B)(4). This MDR report has been made since this event has led to a recall. In november 2013 a voluntary product recall for the device was initiated and reported to the FDA under report no. (B)(4), evaluation summary: used device: no unused devices were returned for investigation. Unused devices: no unused devices were returned for investigation. Reference samples: the reference samples were visually inspected and tested for flow, leak and static pull (tubing-asante connector). All test results were within specifications.